Event description:
It was reported that prior to start of da vinci-assisted pulmonary edge resection surgical procedure, site contacted intuitive technical support engineer (tse) to report the tilt function on the surgeon console was no longer working. Site had a second surgeon console that they were using for procedures. Tse checked logs and found no related errors to this behavior. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the engineering team have been to fix this. Csr reported this problem to (B)(6) a couple of weeks ago. It has not affected the use of the system or that console. (B)(6) reported via dvstat to flag the job to an engineer. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient involvement. The event date was friday the 9th may.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue with the console tilt function and replaced the tilt actuator to resolve the issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a faulty tilt actuator in the console.